Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, noise resulting in over-sensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing found an internal shorting between the ring electrode and the right ventricular shock coil. Visual inspection of the lead portion found internal insulation abrasion beneath the right ventricular shock coil breaching the ring electrode cable lumen with abrasion of the etfe coating on one ring electrode cable. The reported event of noise was isolated to internal abrasion exposing the ring electrode conductor cable beneath the right ventricular shock coil. Other damage noted on the lead portion is consistent with procedural damage.